Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
The pt had a 2.75 x 13mm cypher stent implanted in the proximal right coronary artery in 2006. Approximately nine months post index procedure, the pt had complaint of chest pain and an angiogram was done in which restenosis of the initially implanted cypher was revealed. Angioplasty was done to correct some of the restenosis. While doing this procedure, the guiding catheter (non cordis product) got caught on the stent. The stent was noticed fractured. A cutting balloon was used and the pt went to surgery.